Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device location of device: devices cannot be located'), pregnancy with contraceptive device ('pregnancy (no complications)') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included irregular periods, gestational diabetes, cesarean section and uterine bleeding. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 3 years 1 month after insertion of essure. In (B)(6) 2016, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2017, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criterion medically significant). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation, pregnancy with contraceptive device, genital haemorrhage, pelvic pain and vaginal discharge outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 5, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, genital haemorrhage, pelvic pain, pregnancy with contraceptive device and vaginal discharge to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: failure to occlude (close) fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-sep-2019: f/ u 2 and f/u 3 processed together. New pfs received- event ¿ injury¿ replaced with new events pregnancy (no complications), abnormal bleeding (general), migration of essure device location of device: devices cannot be located, pain, vaginal discharge. Reporters information and lab data were added. On 20-sep-2019: f/ u 2 and f/u 3 processed together. New mr received- concomitant conditions and reporters information were added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.